Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: restenosis. The following events were noted through a periodic article review. A pilot study was performed involving 22 pts with atherosclerotic ostial renal artery stenosis and poorly controlled arterial hypertension. The pts were admitted to the hosp to undergo percutaneous transluminal renal artery angioplasty with herculink plus stent. The purpose of the study was to elevate the inflammatory response to renal artery stent placement. Successful renal artery dilation was achieved in all pts (100%). The results of the study suggest that angioplasty with stent placement in renal artery stenosis induced a significant inflammatory response as indicated by increased plasma il-6 concentrations. Six (6) pts developed restenosis at 6 month f/u. Revascularization was performed by means of balloon angioplasty to treat the restenosis.

Manufacturer narrative:
This report involves a retrospective study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot # was not provided; therefore, review of the device history record could not be performed. The reported events are inherent risks associated with the use of the device. Attachment: elias brountzos, md, et al; "systemic inflammatory response to renal artery percutaneous angioplasty with stent placement and the risk for restenosis: a pilot study", published j vasc interv radiol 2009;20:186-191.